Event description:
Patient reported left side rupture. Additional report of "multiple benign neoplasm of connective tissue in breast, left an unknown disease of the breast¿ and ¿[per ultrasound] three positive lesions were observed in the left breast¿. These findings were deemed not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported left side rupture. Additional report of "multiple benign neoplasm of connective tissue in breast, left an unknown disease of the breast¿ and ¿[per ultrasound] three positive lesions were observed in the left breast¿. These findings were deemed not device related. The device has been explanted.